Event description:
It was reported that the bd insyte autogard catheter detached from the needle. The following information was provided by the initial reporter, translated from spanish to english: during the channeling of vena, the catheter is inserted and when removing the needle, the back chamber detaches from the needle causing an accident at work due to the puncture of a collaborator.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 38831214 and lot number 2178663. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for this incident. H3 other text : see h10.

Event description:
It was reported that the bd insyte autogard catheter detached from the needle. The following information was provided by the initial reporter, translated from spanish to english: during the channeling of vena, the catheter is inserted and when removing the needle, the back chamber detaches from the needle causing an accident at work due to the puncture of a collaborator.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.